Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this leas was implanted smoothly and fixed correctly within the right atrium showing favorable sensing and threshold parameters; however, the physician was unable to resolve the low pacing impedance measurements which resulted in lead removal and replacement. No resulting adverse patient effects were reported and the lead is expected to be returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this leas was implanted smoothly and fixed correctly within the right atrium showing favorable sensing and threshold parameters; however, the physician was unable to resolve the low pacing impedance measurements which resulted in lead removal and replacement. No resulting adverse patient effects were reported and the lead is expected to be returned for analysis.